Event description:
Patient reported experiencing a "high" blood glucose level. Patient indicated that the only way she was able to reduce her blood glucose was to change her infusion site. Patient indicated that then her blood glucose would come down immediately. Patient indicated taht on occasion she would also experience low blood glucose. Patient indicated that she only experienced this issue when she used one side of her body. Patient not returning product. Patient did not report requiring medical assistance to address this issue.